Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently the patient is in need of a liner revision for unknown reasons. Additional information received reported patient was revised on (B)(6) 2015 due to dislocation caused by poly wear.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient underwent a right total hip arthroplasty on (B)(6) 2001. Subsequently the patient is in need of a liner revision for unknown reasons. No revision procedure has been reported to date.